Event description:
It was reported that during a coronary stenting treatment procedure stent dislodgement occurred. The 80% stenosed target lesion was located in the moderately calcified, non-tortuous right coronary artery (rca). The lesion was predilated with a 4.5x20mm maverick balloon and then a 3.5x32mm veriflex stent was advanced to the rca; however the device was unable to cross the lesion. While withdrawing the device from the rca, the stent dislodged from the stent delivery balloon inside of the ostium of the rca. The physician advanced another guide wire to the lesion along with a 1.5mm maverick balloon. The balloon was inflated to 2atms and the two guide wires were twisted, trapping the stent, and the physician was able to successfully remove the dislodged stent from the patient. The procedure was completed with a different device and the lesion was postdilated with a 4.5x20mm quantum maverick balloon. No patient complications were reported with the patient¿s current condition listed as ¿fine¿.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).